Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73j1600130 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips fell out of the device. It was misfiring. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit of 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the rotation tab was missing. It appeared to have been broken off. The returned product appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. The customer returned one unit of 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the rotation tab was missing. It appeared to have been broken off. The returned product appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference attached files (B)(4) for investigation photos. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Other remarks: a corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips misfiring" was confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears and the rotation tab was missing which could affect the end user's ability to properly load and apply clips. The remaining clips were unable to load properly due to the missing rotation tab. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The clips fell out of the device. It was misfiring. The patient's condition was reported as fine.